Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018. The customer did not provide their blood glucose level or treatment. The customer had issues with an alarm form their insulin pump that was resolved with troubleshooting. The insulin pump will not be returned for analysis.